Event description:
It was reported that the customer's sensor gave a reading of 65 mg/dl, causing his insulin pump to threshold suspend, while his blood glucose was 309 mg/dl. Customer stated he resolved the issue with some calibrations and by jiggling the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.